Event description:
Information received regarding the explanted device notes that the device could not be interrogated with the apsii programmer. The programmer detected the device type then reverted to the main screen. Emergency vvi was not possible and there were several error messages. There were no consequences to the patient.